Manufacturer narrative:
Secondary intervention required, evaluation result and conclusion: difficulty visualizing the case due to problems with the operating room's cine equipment.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of a 6.5 cm aortic aneurysm. The aortic neck was slightly angulated, 36 mm long, and 25 mm in diameter. The iliac arteries were mildly angulated, and left iliac artery was moderately calcified. It was reported that during the implantation of the aneurx stent graft, problems with the operating room's cine equipment made it difficult to visualize the procedure. The lowest renal artery and hypogastric artery were marked with wires, and the stent graft was ballooned. No issues were reported at the end of the case. However, the next day at a follow-up with ultrasound, infolding of the stent graft and a type I endoleak were noticed (MDR#2953200-2009-00522). The physician elected to intervene with an aneurx cuff, which resolved the endoleak but inadvertently covered the patient's only renal artery, necessitating that the renal artery be stented. No additional clinical sequelae were reported, and the patient is fine.